Event description:
Atrial bipolar lead impedance warning on (B)(6) 2020. In patient notes: ra issue known. Original alert was on (B)(6) 2018. High atrial lead capture threshold. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).